Event description:
During initial assessment of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010, during drain cycle 6. The ultrafiltration (uf) reading was 2664ml, indicating the home patient (hp) drained 2664ml more than their programmed fill volume of 2200ml. This information gave a total drain volume of 4864ml, which meets iipv criteria.

Manufacturer narrative:
(B)(4). Device evaluation is still in process. Upon completion, results of evaluation will be provided in a follow up emdr.